Event description:
Original (B)(6) stated: "we have been provided with very little detail about the incident and unfortunately rod collins has been on annual leave this week. Other staff have either not known the full details of what occurred or been reluctant to disclose details until we speak to (B)(6). All that has been disclosed is that there was an incident to (B)(4) involving registrar using ctb73 that resulted in a pt being injured. The product is now with (B)(6) for testing in (B)(6) (this is standard protocol for this kind of incident in (B)(6))." Updated info from rep (B)(6) 2012: "diagnostic laparoscopy - "surgeon was (B)(6). (B)(6) have isolated the batch and sent the individual item involved for testing. No further detail of the event has been given." Type of intervention: resuscitation, transfusion, transferred to a high dependency unit.

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.